Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the customer reported that battery maintenance alarm appeared some weeks after they changed the battery and performed battery maintenance. No alarm appeared during preventative maintenance. The client requested preventive maintenance and reported that the consoles had never received preventive maintenance since the installation date. They had replaced the batteries after many years without doing so and had successfully performed the battery maintenance procedure. A few weeks later, a message appeared indicating that battery maintenance needed to be performed again. It was found during this preventative maintenance that the consoles did not pass the battery tests after multiples attempts. It was recommended to return the consoles to the factory for a thorough review.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was noted that the battery installed in (B)(6) (sn# (B)(6) was installed on (B)(6) 2025 with an expiration date of 25may2027. The battery installed in (B)(6) (sn# (B)(6) was installed on (B)(6) 2025 with an expiration date of 01jun2025. Both centrimag units were retested using a new battery from another centrimag that had been cleared for use. The 24-hour test was successfully completed. It was thought that the two console batteries (sn# (B)(6) and sn# (B)(6) had come with a manufacturing defect and should be replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the consoles were bought from a distributer that represented abbott, and it was presumed that preventative maintenance was performed by personal from that company. Prior to the event, the devices were functioning correctly. The maintenance message was the first warning sign.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console¿s internal battery not passing battery maintenance testing was not confirmed. Additional information provided communicated that the issue resolved after exchanging the internal battery. It was noted that prior to the event occurring, the internal battery was functioning as intended. It was also indicated that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 8 ¿ ¿maintenance¿ instructs users to perform battery maintenance on centrimag console¿s internal battery every six months. Users are also instructed to replace the console¿s internal battery every two years. The document also explains that the user may not replace the internal battery without proper training by abbott medical or its distributor. Users are instructed to call abbott medical customer service if the internal battery requires replacement. The 2nd generation centrimag system operating manual section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including battery alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 3 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.